Event description:
Customer reported receiving an error alarm on the insulin pump and stated that he was unable to clear it. Customer stated that his blood glucose readings were 149 mg/dl the night before and the most recent reading was 307 mg/dl. Customer has treated with manual injections and lantus. Customer mentioned that the insulin pump was stored and not is use for an extended period of time and the buttons were unresponsive. No further information reported.

Manufacturer narrative:
Insulin pump was received with no button respond due to flattened button dome switch. Unable to verify alarms due to unresponsive button. A scratched display window and cracked reservoir tube lip also noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.